Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to 0.00 ng/ml and no value troponin (accutni) results with ind flags generated on access 2 immunoassay system for several patient samples. The results were reported out of the laboratory. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Qc and system check information was not supplied. While troubleshooting with customer technical support (cts), it was found that there was no reagent pack in the designated slot on the reagent storage carousel. Service was not dispatched as the issue was resolved by troubleshooting with cts.